Event description:
New information notes that the device was explanted. Patient did not experience any adverse consequences.

Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert for long charge time. Manual cap maintenance tests were performed and resulted in shorter charge times. One month later, the same long charge time was reproduced in clinic when the patient presented after receiving another vibratory alert. Manual cap maintenance tests were performed and resulted in long charge times. The physician was advised and would be discussing further action for the issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.